Manufacturer narrative:
A1: patient identifier: requested, not provided . A2: age & date of birth: requested, not provided. A3a: sex: requested, not provided. A4: weight: requested, not provided . A5: ethnicity: requested, not provided. A6: race: requested, not provided . D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: materials management. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that upon completion of a visceral angiogram, the physician was ready to get hemostasis using a 6 french pinnacle sheath. The physician called for an angio-seal. After following the proper deployment steps, when they went to set the anchor upon pulling back the physician noticed that it seemed like the device did not have the anchor or suture within the device. The staff held pressure, and the patient was discharged with no further issues. The blood loss was less than 250cc.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the complete investigation results. One (1) 6 fr angio-seal vip device was returned for product evaluation. The returned sample includes the carrier tube, hemostasis sheath, arteriotomy locator, and header bag. The device was subjected to visual analysis. The device appears to be used as there are visible signs of blood. The carrier tube is in rear lock position, and the anchor and collagen are present. The hemostasis sheath contains the bypass tube in the sheath hub. The returned sample appeared to have the hemostasis sheath and carrier tube fully mated, however they were separated prior to return. The carrier tube had the anchor and carrier tube present. Therefore, the complaint can be confirmed for a nondeployment device pullout. The exact root cause cannot be determined. The likely cause is there was obstruction to the device tip, preventing the anchor from deploying and posting. The device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).